Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reverted to manual insulin therapy. Multiple attempts were made by tandem technical support to contact customer, however, no response was received. Customers blood glucose was 150 mg/dl at the time of event.